Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) blew up. Attempts were made to obtain additional information but were unsuccessful. This ICD was explanted. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information received indicated that the patient had an infected device, specifically bacteremia and endocarditis. The entire system was removed. No additional adverse patient effects were reported.